Event description:
The user facility reported that when the user attempted to drain pus through a thoracentesis, the terumo needle broke from the root. The doctor did not apply irregular force/stress to the involved product. Additional information was received on 16 jun 2022: the purpose of the thoracentesis procedure: (I) a sample was taken and examined for pleural effusions to check for abnormalities of the pleura, lungs, and chest organs; (ii) palliation by removal of pleural effusion; (iii) temporary deaeration in pneumothorax; (IV) a pleural biopsy. Thoracentesis procedure: (I) chest x-ray, CT, and ultrasound were performed in advance to identify the site of pleural effusion; (ii) explain to the patient the necessity, purpose, method, and precautions for the examination and procedure; (iii) before performing the procedure, patient was asked to urinate and be in a position with a treatment place on the bed (sitting, faller's position, and supine position); (IV) measurement of vital signs and observation of general condition are performed; (v) prepare necessary items on the tray using a clean procedure; (vi) determine the puncture site and disinfect the skin; (vii) local anesthesia was provided; (viii) in the sitting position, puncture was performed over the posterior axillary line in the 7th or 8th intercostal space and over the posterior axillary line in the 4th to 6th intercostal space in the supine position. A needle and a syringe and were used for the purpose to collect pus, the needle must have been connected to the syringe and punctured the patient to collect pus into the syringe. The patient was not impacted and there was no health hazard to the patient when the incident occurred. The affected product was replaced to another product and the thoracentesis procedure was successfully completed. The patient has no problem in his/her current health condition.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name and address: (B)(6) center. The reference photos of the actual sample were received through email. Reference photos from tc showed the following: (I) one-piece syringe and needle assembly with a broken cannula; (ii) the body of the cannula was slightly bent, and traces of blood were observed; broken end of the cannula was uneven and slightly bent; (iii) the point of separation was above the tip of the glue mound wherein traces of red-blood foreign material were observed; (IV) in addition, the cannula retained on the hub seemed to be flattened. Tc confirmed that the cannula was separated at the needle root and the fractured surface was flattened. Traces of blood was observed on the sample. There is no scratch or rust that may result to needle breakage. Moreover, based on the glue mound deformation, it seems that stress has been applied. The bending on the cannula body measures 25mm away from the cannula tip. We have received four (4) complaints covering fy20 to fy22 (june 23, 2022), for the same issue where the cause was not identified related to our product and production process. Product evaluation/simulation was conducted on a 23g needle from a different lot was used to conduct a cannula bend using rubber cork. The samples were connected to the syringe and fully inserted into the rubber cork. The needle was bent 45°, from left to right. Results: the simulation showed that the needle break after 10x bending when the force was applied. The complaint sample has a similar appearance to the simulated sample. Based on the results of our investigation, the exact root cause of the complaint could not be identified to be related to our product or production process. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. Moreover, before the supply of cannula (raw material) to needle assembly process, qc conducts incoming inspection which includes dimensional inspection and verification of certificate of analysis according to material specification. Based on the simulation, the needle breakage similar to the complaint happened when the sample was bent 10x. Most likely, the force was applied during usage which resulted in the cannula breakage since reference photos of the actual sample showed traces of stress on the point of separation such as a slightly bent and deformed cannula end as well as the deformed glue mound. The cannula retained on the hub also seemed to be flattened. Tc also confirmed that no irregularities such as rust or scratch which may deteriorate the needle strength were observed. No retention sample and lot history file were checked since the complaint lot number is unknown. An in-process visual inspection is conducted during needle assembly and qc outgoing inspection prior to shipment to check the condition of the assembled products including tilted or bent or damaged cannula. Only passed samples are allowed to be shipped. Furthermore, we will continue to conduct maintenance and check our process conditions to assure the quality of our products. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).